Event description:
It was reported by our japan affiliate that post deployment of a 23mm sapien xt valve, a rupture of the sinus of valsalva (sov) occurred. The valve was removed and surgical avr was performed via thoracotomy. No abnormalities were observed during balloon aortic valvuloplasty (bav) with 20mm balloon. A 23mm sapien xt valve was implanted with nominal volume in a 50:50 position. Post implantation, a growing pericardial effusion was observed. A hematoma of the annulus was observed in the short axis view of transesophageal echocardiography (tee). The patient¿s blood pressure (bp) gradually decreased to 60s mmhg. The cut down on the left femoral artery was closed and protamine was administered for hemostasis. Two hundred fifty (250) ml of bloody fluid was removed via pericardiocentesis and the effusion was temporally reduced. However, as the bp decreased, drainage was again performed via pericardiotomy. An additional 250 ml of bloody fluid was drained, and the cardiac tamponade resolved with the patient¿s blood pressure recovering to 110¿s mmhg. As the incision site was sutured an additional 2000 ml of bloody fluid continued to be drained. The patient¿s bp decreased again. A tee showed a cardiac tamponade; the effusion increased compressing the right ventricle. Therefore, sternotomy was performed. The bleeding site was observed in the sov, close to the sinotubular junction (stj) between the non coronary cusp (ncc) and the right coronary cusp (rcc). The rupture was repaired with a patch and the procedure was converted to savr. The sapien xt valve was removed and a 19mm epic valve was surgically implanted. On post operative day one, the patient was extubated. The patient is recovering uneventfully thereafter.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information provided indicates that during the surgical valve replacement no calcification was observed around the rupture site. The physician considered that the rupture was not directly caused by calcification; the sov was pushed out by calcification and the area of weak tissue was indirectly expanded and torn. The sov diameter measured 28-30mm. The annular area was 360 mm2 which was approximately 12% larger than a 23 mm valve. Per the instructions for use (IFU) cardiovascular injury, such as perforation, dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, the sov was pushed out by calcification and an area of weak tissue was indirectly expanded and subsequently tore. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.